Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. The customer¿s current blood glucose was 118 mg/dl. Customer had been using insulin pump system within 48 hours of reportable low blood glucose event. The customer declined to troubleshoot for the low blood glucose incident. The pump will not be returned for analysis.